Event description:
Device was being used for an impella-assisted pci (percutaneous coronary intervention). When the providers placed the impella catheter into the aic (automated impella controller), it did not recognize the catheter. The abiomed rep was in the room to assist with troubleshooting. Decision was made to exchange the catheter. After catheter exchange, the aic did not recognize this one either. Call was made to perfusion for assistance. Perfusion then called ECMO coordinator for new aic console. Perfusion obtained the aic from the cath lab room and the ECMO coordinator met perfusion at the red line doors with new aic to take to cath lab. ECMO coordinator confirmed with the abiomed rep that this new aic that was delivered worked and it did. This caused the patient to receive two catheters and a delay in their procedure.